Manufacturer narrative:
The patient was an 82-year-old male individual who had a history of dementia. During the scan the patient fell asleep; after the scan was completed, the operator manually moved the table fully out of the bore, which awakened the patient. The patient abruptly sat up while the in-bore mirror (which is reflective plastic part and designed with contoured and rounded edges, reducing the potential for sharp contact) remained attached and struck the lower edge of the mirror assembly with the right eye; the mirror remained intact and did not shift or detach. The operator had instructed the patient not to move; however, the sudden awakening led to the unexpected sit-up. The reported injury was a conjunctival hemorrhage confined within the eye. Immediately after the event, the patient was evaluated by a neurosurgeon; no treatment or hospitalization was required at that time. Subsequently (exact day not specified), the patient visited their regular ophthalmologist as an outpatient and was treated with eye drops and was not hospitalized; the specific medication (type of eye drop) is unknown. At a one-week follow-up call, the patient reported improvement and no current issues; no vision problems were reported. Based on the available information, the reported event meets criteria for serious injury. A site service review of the in bore mirror¿s appearance and installation found no issues. After our investigation and analysis, it was concluded that the mr system and coil where the mirror as attached to used in this case were working correctly. There is no indication of a malfunction of the mr system or coil used that could have contributed to the incident. The injury occurred following a non intended sequence of use during the MRI examination. The patient, who had advanced age and an underlying medical condition (dementia), fell asleep during the scan. As confirmed by the field service engineer (fse), the patient was awakened by table movement, assumed that the examination had concluded, and abruptly attempted to sit up while the mirror assembly was still installed. This type of spontaneous and uncontrolled patient action is not anticipated in normal use conditions nor is it reasonably foreseeable.

Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that after the MRI examination was completed and the bed was pulled out, sleeping patient woke up and raised his head while the in-bore mirror was still attached, causing contact with the mirror and injuring his right eye. The patient was seen by a provider in the facility and was prescribed eye drops to treat conjunctival hemorrhage in the right eye. Eye drops prescribed by a physician meet the criteria for medical intervention to preclude permanent impairment. The patient was later observed at ophthalmology department. It was reported, the patient did not have vision abnormalities. The patient condition is currently under observation after being examined by an ophthalmologist. The reported injury meets the criteria for a serious injury.